Event description:
It was reported that transmitter failed error occurred on for transmitter (B)(6). However, transmitter (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed due to 0v. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause could not be determined post investigation. The reported event of transmitter failed error is reportable based on errors found in the log. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.